Event description:
It was reported during remote follow up that the insertable cardiac monitor (icm) exhibited premature battery depletion. The product was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
Correction to change report type to serious injury and correct h1, b1 and b2.